Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-02949, (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  It was reported that the cause of the too ventricular placement was due to the conduit interfered with the deployment and pushed to valve too low. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, during deployment of a 26mm sapien 3 valve in a pre-existing 21mm mitralflow valve in a 16mm conduit, the commander delivery system balloon did not inflate. It was perceived that during alignment, the balloon may have 'ruptured'. The entire system was removed over the wire without consequence to the patient. The second 26mm sapien 3 valve that was deployed landed in the ¿wrong spot due to operator error¿. The conduit interfered with the deployment and pushed the valve too low. There were no equipment issues/malfunctions. A 23mm sapien 3 valve was deployed inside the 26mm sapien 3 valve. The patient is currently stable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.